Event description:
Attempting to remove guidewire, wire became stuck. After another attempt, wire spiraled apart and lengthened significantly but was still stuck in patient's arm. Using force, the wire, still uncoiled, was eventually removed with the introducer. Standard wire length is 50cm, the uncoiled wire length measured 85cm.